Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic abdomen removal of gist procedure, the consultant tried to use the device. After getting the stapler into position and it would not fire the staples. After getting advice from another consultant, it did not fire again. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.